Event description:
While nursing staff were using the bd vacutainer luer-lok access transfer device to attempt to collect blood work from patient, blood spewed out from around device. Blood is noted to coat the inside of the transfer device. Staff was wearing gloves at time of incident.